Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during refilling the heater in fill 2 of 4. The home patient (hp) stated she uses three bags and the third bag had solution in it. The baxter technical service representative (tsr) asked the hp what color clamp was on the tubing that ha d solution in it. The hp stated the clamp was blue. The tsr reviewed the fill volume (fv) and it equaled 1019ml. The tsr assisted with bypassing the refill. The hp stated the hc read fill 2 of 4. The tsr reviewed the therapy settings and the therapy equaled hi dose continuous cycling peritoneal dialysis , total volume (tv) equaled 12000ml and number of day fills (ndf) equaled 1 and day fill volume (dfv) equaled 2000ml and night therapy time (ntt) equaled 8:30 and night fill volume equaled 2000ml and last fill volume (lfv) equaled 2000ml and the dextrose equaled different and the weight unites equaled kilograms and the patient weight equaled 76 kilograms and the night cycles equaled 4 and the night dwell equaled 1:30. The tsr asked the hp if she had alarms last night and the hp stated yes, a clb. The hp stated she had surgery last night. The tsr explained how the hp could run short on solution. The hp stated she was in therapy and the hc alarmed and then the hc went back to the day dwell. The tsr asked the hp if she contacted baxter last night and the hp stated no. The tsr asked the hp if she started over with new supplies and the hp stated no (this complaint). The tsr explained that the hp should start over with new supplies if the hp is in an active therapy and the hc goes to press go to start. The tsr had the hp close the clamps and disconnect and cycle the power. The hc alarmed power restored, fill 2 of 4. The tsr assisted them with ending the therapy and getting the set out. The tsr recommended the hp contact the registered nurse (rn) to let the rn know that the hc started over and she used the same supplies. The tsr explained the hp could finish with manual bags. The tsr assisted with troubleshooting. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to complete therapy with manual supplies that night. She did not notice anything unusual with any of the previous supplies. She did talk to her nurse and had already reviewed with them about using new supplies to prevent the risk of infection. She said she has been using manual supplies the past few days and has been on antibiotics since she has an infection. Since then she has been completing therapy successfully. There was patient involvement.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.